Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the dark image could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to heavy dust inside the unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The additional findings are as follows: the socket slider was worn, causing intermittent use of high intensity mode, the scope socket had dust and corrosion, the front panel mouth was chipped, a broken screw was stuck on the front panel chassis, the bottom of the chassis was rusted, and there was an accumulation of heavy dust inside the unit. It was also recommended that the non-olympus lamp be replaced with an olympus brand lamp. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was too dark to see the endoscopic image. The issue was found during a diagnostic procedure. There were no reports of patient harm.